Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the most probable cause is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid video laparoscope exhibited inner sleeve was broken (outer tube) and the light guide bundle of the insertion section was slightly worn, interrupted and weakened. There was no patient involvement.